Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, cause was not known. Bg reading was ¿high¿; however, a specific value was not provided. Reportedly, the customer required assistance from rescue unit to monitor bg levels. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.